Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again, which they acknowledged and understood.